Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medflex 1000 used in this incident, it was determined that the system did not sync, and patient data did not show. A field service engineer attempted to contact the client but received no response, eventually, contact was made with medbank, who dialed in to check the system and confirmed it was working, with asp sync syncing, the network connected, and the cabinet online. The system functioned as intended after the field service engineer investigated the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medbank system was not syncing, and patients were not showing in list when trying to issue the medication. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.